Event description:
It was reported that the micro oscillating saw heated up during a routine equipment eval at the user facility, by a manufacturer's service technician. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device. Corrosion can lead to increased friction between rotating components, which can result in heat being generated.